Event description:
It was reported that the patient presented to the hospital with an "uncomfortable heart". The device was found in elective replacement indicator (eri) that began prior to device implant. The eri was cleared through reprogramming but other parameters could not be changed. The following day the device was reprogrammed again and initialized successfully. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.